Event description:
Two variable screws backed out of a blue ridge plate approx 8 months post-op. The pt was revised but not re-instrumented as the pt had fused.

Manufacturer narrative:
Add'l info (including x-rays) have been requested as part of the eval. The rep indicated that the product will not be returning. No firm conclusions can be drawn regarding a possible cause so even though the pt had fused and the plate/screws are intended to service as an adjunct to fusion, the incident is being reported as a precaution due to the limited amount of available info to date.